Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the avaulta plus posterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, incomplete vaginal prolapse, cystocele and urethral hypermobility. It was reported that the patient underwent the concurrent procedures of an anterior repair with graft and cystourethroscopy. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of anterior vaginal mesh on (B)(6) 2013 along with tot suburethral sling excision with revision and anterior repair, paravaginal defect repair and cystourethroscopy due to bleeding and complication from mesh. (B)(4).